Event description:
Event description guidant received information that that upon review of a chest x-ray, this right ventricular lead was suspected to have become dislodged. The lead also displayed elevated pacing threshold measurements and was unable to sense intracardiac signals. A revision procedure was performed and the lead was successfully repositioned.